Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there were multiple occurrences with one patient where the devices were not working. For instance, two device kits were used with no urine return, but with a third try was successful. The next time this patient needed to be catheterized, the same thing happened. The customer has pulled all kits that had the same lot number as the affected products.

Manufacturer narrative:
The device was received for evaluation and the reported condition has been confirmed.  A corrective and preventive action has been initiated to address the reported issue.